Event description:
The customer reported the subject device had a damaged cable. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation (adhesive peeling from the objective lens). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the adhesive part of the objective lens was peeled off due to usage stress, external factors, or handling. However, a definitive root cause could not be determined. In addition, service found there was a leakage from the universal cord, the bending angle is out of specification due to wear of the angulation wire, and the adhesive on the bending section cover was chipped. Scratches were observed on the bending section cover, the control section, the up down plate, the right left plate, the video connector, the light guide connector, the light guide cover glass, and the video connector case due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to clarify information that was provided in the initial medwatch report based on additional information received. During device evaluation, the customer's complaint (damaged cable) was confirmed. It was observed that the surface of the universal cord was damaged. Per the legal manufacturer, this defect has no potential to cause or contribute to death or serious injury if the malfunction was to recur.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.